Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that myocardial infarction occurred. In (B)(6) 2013, the patient presented due to unstable angina. Coronary angiography and the index procedure were performed. Target lesion # 1 was a de novo lesion located in the first obtuse marginal artery (om) with 95% stenosis and was 12 mm long with a reference vessel diameter of 2.25 mm. The lesion was treated with predilation and placement of a 2.25x16mm promus element¿ plus stent, resulting to 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient presented due to chest pain associated with severe shortness of breath and nausea. Electrocardiogram (EKG )showed atrial fibrillation, nonspecific intraventricular block. Subsequently, the patient was hospitalized. Cardiac enzyme levels were noted to be elevated. The event was treated medically. During the overnight stay, it was observed that the patient developed hypokalemia and hypomagnesaemia which were managed by supplements. On the following day, the event was considered resolved and the patient was discharged on aspirin and prasugrel.